Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified right coronary artery (rca). Predilation with an unspecified balloon was performed. A 3.00x32 mm promus element stent delivery system (sds) was advanced to the rca and deployed at 12 atm. An unknown size promus element sds was then advanced distal to the previously implanted stent and deployed overlapping. An intravascular ultrasound catheter was then advanced and caught the distal edge of the unknown promus element stent causing stent damage. A 2.50x24 mm promus element sds was then advanced and deployed overlapping the unknown promus element stent. The procedure was considered completed at this time. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).